Manufacturer narrative:
Batch review performed on 8 february 2022: lot 173395: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-may-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved. Batch review performed on 8 february 2022: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 173395: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-may-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
Revision surgery performed 2 months after primary due to dislocation of the glenosphere from the liner. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.